Event description:
Procedure time was extended due to pt's severe tortuosity in the iliac artery, which created challenges for both vascular access and cannulation of the contralateral leg hole. During the procedure, the pt had blood loss requiring transfusion of two units of blood via cell saver return. This event was procedural related, and unrelated specifically to the excluder device.